Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 11 a.m. It is not known how the patient manages her diabetes or if she made any changes to her normal diabetes management due to the alleged issue starting. The patient mentioned that she test her blood glucose 5+ times a day. The patient claimed that she developed symptoms of 'shock' 12 minutes after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no known misuse to the subject meter that the subject meter should not need new batteries, that the patient was using the correct test strips and that the test strips were not being stored in a cracked vial. At the time of troubleshooting the subject meter would not power on manually or with a test strip. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing 'shock' as a result of the alleged issue. It is not clear if the onset of 'shock' was a physical symptom related to a change in diabetes management or if it was the patient's reaction to the alleged power issue.

Manufacturer narrative:
Oct 8, 2012 - device evaluation: the lay user/patient's products have been returned and evaluated by lifescan product analysis on [10/01/2012] with the following findings: the meter involved with this complaint failed testing. The meter's battery holder was found to be damaged. Lifescan product analysis reviewed the complaint and determined that the alleged power issue was not related to the test strips and did not perform testing on the subject test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.